Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 20mm x 3.5mm, eccentric, de novo, target lesion with a significanr bend of >45 degrees was located in the mildly tortuous left anterior descending artery. After pre-dilatation, a 3.50 x 38 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was found that the tip of the stent itself was deformed. Subsequently, a 3.50 x 20 synergy drug-eluting stent was advanced. The second stent also failed to cross the lesion and the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported.